Manufacturer narrative:
The technician found the scale power control board was impacted with fluid. The technician replaced the scale power control board to resolve the issue.

Event description:
The technician alleged the bed exit did not alarm. No patient impact.